Event description:
Per rep, this left-sided system was explanted due to infection and erosion. The pt has very thin skin. This is the second infection and the first erosion for this pt. The system will not be returned to binc. Also removed. Lknox td 65/18, MDR 1028232-2008-00381.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents accompanying this particular ICD and also the production lot have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this ICD and the production lot. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.